Manufacturer narrative:
Continuation of d10: product ID: 8780; implanted: on (B)(6) 2016; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 1.6 mg/ml at 0.08 mg/day and dilaudid 2 mg/ml at 0.1 mg/day via an implanted pump. It was reported the patient was scheduled for a routine pump replacement due to elective replacement indicator (eri) with end of service (eos) date on (B)(6) 2023. Prior to going to the operating room (or), the physician attempted to perform a catheter access study, but was unable to aspirate any cerebrospinal fluid (csf). Environmental, external, patient factors that may have led or contributed to the issue included significant weight gain since original implant date; highly concentrated opioid with adjuvant medication in pump. Diagnostics/troubleshooting performed included a negative catheter access study prior to surgery. The patient was then taken to the operating room and placed in a lateral position. The physician first started by opening the existing pump pocket and dissecting out the existing pump and proximal pump segment. Once this was done, the physician again attempted to aspirate from the catheter access port, but still had no return of csf. The physician then removed the existing pump and placed it on the back sterile table. He then proceeded to open the midline lumbar incision and dissected down to the existing catheter and anchor. Once this was completed, he spliced the catheter in the spinal segment, and had copious return of csf dripping from the spinal segment. He then used a 1 ml syringe to flush saline through the proximal segment of the catheter to remove any remaining medication and to ensure patency of the proximal segment. The physician was given an 8784 proximal revision kit because he had initially planned to replace this segment, but once he determined that the catheter was patent after flushing it, he opted to just use the collet and reattach the proximal segment to the spinal segment in the spinal incision. The new, 8637¿40 was then attached to the existing proximal segment with a positive catheter aspiration being done prior to, and after placing the pump back into the existing pump pocket. It was noted because the obstruction was likely related to debris buildup in the lumen of the intrathecal catheter within the proximal segment that was cleared with a saline flush, the length of time that the catheter was obstructed was unknown; therefore, in order to prevent any symptoms of drug toxicity/overdose, the concentration and dosing of the intrathecal medications were reduced prior to re-initiating the infusion. The old pump was filled with dilaudid 15 mg/ml and bupivacaine 12.5 mg/ml. The new pump was filled with dilaudid 2 mg/ml and bupivacaine 1.6 mg/ml. The simple continuous rate was dilaudid 0.1 mg/day and bupivacaine 0.08 mg/day. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included: familial adenomatous polyposis; colon cancer; chronic postoperative cancer related abdominal pain.